Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Additionally, it was reported that intermittently the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. Reportedly, the customer successfully completed the load sequence and resumed insulin delivery. It was also reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.